Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low battery alert and a battery out limit alarm. Customer stated the insulin pump had been dropped several times in the past few weeks. The customer's blood glucose reading was unknown. Customer stated no visible damage to device. Customer unable to perform the self-test due to the low battery alert and did not have any new batteries. Customer was advised to call back to continue troubleshooting. Nothing was replaced or returned.